Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication.

Event description:
It was reported that the patient passed away in (B)(6) 2002 and the reporter wanted to know if pump analysis could see be done on an explanted pump. The cause of death had been ruled as a heart issue initially per an autopsy however the coroner later confirmed that her morphine levels were high and he questioned suicide. The coroner reportedly didn¿t do a ¿good¿ autopsy because he wasn¿t aware the patient had an implanted pump. The pump was returned to the coroner and it was to be returned to the device manufacturer for analysis. The reporter recently had gotten a call from the coroner¿s office and she was told that the pump was never returned to the device manufacturer for analysis. The reporter wanted to know if the pump could still be returned. It was also reported the coroner wasn¿t going to change the cause of death from heart issues. The reporter was not sure ¿of the real reason for the patient¿s death¿ and was unsure if it was related to the pump therapy. It was also reported the coroner botched the autopsy. The reporter didn¿t have any drug related information. It was further reported the case involved the death of a patient with a history of chronic back pain with multiple surgeries/several back operations. Per the coroner¿s report that was provided, it was noted there had been suicide attempts in the past. One of the patient¿s primary health care provider¿s (hcp) had a note in his chart about two attempts and the patient¿s son knew of one ¿about 4-5 years ago¿ when his mother cut her wrists and was hospitalized apparently in a mental health facility. The coroner spoke with the patient¿s two primary hcps, the patient¿s follow up/implant hcp confirmed the patient had a history of suicide attempts in the past however no further details were known to him. The patient¿s other primary hcp also was aware of the attempts but likewise was unable to fill in any of the details. The coroner attempted to reach the patient¿s son but was unsuccessful. The patient had been found down at home however there were no further details as there was no police report per records at the police department. A 911 call came in at 1140 hours from what appeared to be a neighbor or manager. Attempts to reach that individual were unsuccessful as well. It was noted the patient had for many hears had a morphine pain pump for pain and her the hcp he had been doing refills since 1997. It was also reported the patient also had oral medications available to her including doxepin, dalmane and vicodin. That coupled with a history of suicide attempts made a hcp ¿order body in for exam¿. According to the patient¿s hcp, the morphine in the pump was 25mg/ml and the pump held 18ccs. The dose was at continual daily dose of 7.5mg per day and she had been on that dosage for ¿some time¿. A different hcp indicated he prescribed doxepin that was last filled (B)(6) 2002 and dalmane last filled (B)(6) 2002 as well as vicodin last filled (B)(6) 2002. The patient also took digoxin. It was also reported the patient had a ¿recent infection with surgery for that done by¿ an additional hcp. The coroner spoke with that hcp¿s office who related the surgery on (B)(6) 2002 to remove a right buttocks mass and one from the patient¿s right upper arm. The patient was prescribed keflex and augmentin and had post-operation visits on (B)(6) 2002. The coroner then spoke with the patient¿s son on (B)(6) 2002 and he indicated his mother¿s apartment manager would call her daily to check on her and it was reportedly she who made the call to 911. The son was aware of a suicide attempt where hismother cut her wrists and indicated his sister would know more. A detective from the police department was spoken to as well who indicated there had been contact in the past for the suicide attempts. The detective planned to locate and send copies of the reports. The coroner also made contact with the hospital and requested copies of the charts. The coroner later found reports indicating the patient had a suicide attempt on (B)(6) 1994 where she cut her wrists and was taken to the hospital for evaluation. It was then noted the location of the patient¿s death had been that she was found dead at her home. The cause of death listed on the report was atherosclerotic cardiovascular disease and ¿other undetermined factors¿. Other conditions contributing but not related to the immediate cause of death were degenerative spine disease and it was noted ¿clinical, status post operated¿. In terms of if the death was ruled natural, a suicide, a homicide, an accident or unknown, it was noted it could not be determined and it was noted ¿approximately (B)(6) 2002¿. It was also noted ¿if other than natural causes how did injury occur?¿ and it was noted ¿doxipine intake, morphine intake (by pump) for analgesia; unknown¿. It was indicated an operation performed for the above, specifically spine surgery for the pump placement at an unknown date to the coroner. Specimens collected were from the patient¿s heart blood, femoral blood, stomach contents, bile, liver and urine. A toxicology screen was also done on doxepin, dalmane, vicodin, digoxin and morphine. Within the femoral blood, less than 0.10mcg/ml of bupivacaine was detected, 1.1mcg/ml of doxepin was f ound, flurazepam was not detected and nordoxepin 0.12mcg/ml was found. Within the heard blood, ethanol alcohol was negative, barbiturates were not detected, there was less than 0.10 mcg/ml of bupivacaine, 2.6mcg/ml of doxepin, less than 0.10mcg/ml of flurazepam, 0 .23mcg/ml of nordoxepin, and the following were not detected: cocaine and metabolites, fentanyl, methamphetamine, codeine and hydrocodone. In terms of opiates, specifically morphine 0.40mcg/ml was seen, 1.0ng/ml of digoxin and phencyclidine wasn¿t detected. Within the femoral blood, codeine free and total as well as hydrocodone free and total weren¿t detected. Morphine, free was at a level of 0.18mcg/ml and morphine total was at a level of 0.27mcg/ml. There was a note provided from (B)(6) 2002 and the coroner spoke with a hcp and it was noted they couldn¿t interpret the morphine levels and they wanted the pump tested. The inability to interpret the morphine levels was because of variables for example ¿postmortem redistribution factors, pump function, etc¿. The patient¿s daughter agreed to forfeit the pump and requested ¿mr muto to opine on doxepin levels (higher than prescribed dose)¿. The coroner indicated they would close the case on that day ¿as the atherosclerotic cardiovascular disease and other unknown factors and mode undetermined¿. The time of death was listed as 10:30. Upon the returned paperwork, it was noted ¿this device is relevant to the death of the patient¿ and the coroner requested analysis results. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l40843, implanted: (B)(6) 1996, product type: catheter. (B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the morphine pump was in the lower abdomen wall. There was recently a new pump. The following notes from (B)(6) 2002 were reported: ¿not suicidal¿ and ¿cold recently.¿ the previous suicide attempts were during a relationship which ended over a year prior to that date. The pump had been filled on (B)(6) 2002 with morphine 25 milligrams per milliliter and 0.75% marcaine. The daily pump output was 7.5 milligrams of morphine intrathecally. It was noted that on (B)(6) 2002 (after explant) the pump beeped every 15-16 seconds. The pump had no visible external defects and the pump was empty. The previously reported femoral morphine blood levels of 0.18 and 0.27 micrograms per milliliter were noted to have needed 34-46 milligrams of morphine to create. It was reported, ¿ignoring all other numbers and given the fact that [the patient] was being administered 7.5 milligrams a day of morphine, then the blood level would calculate out to be 0.044 micrograms per milliliter.¿ however, there were 10 days between death and autopsy which allowed for postmortem diffusion to occur creating problems in interpretation. There was 10 days of the pump still pumping 7.5 milligrams per day or 75 milligrams total of morphine in the decedent to possibly diffuse. This also created problems in interpretation.

Manufacturer narrative:
Corrected information: no eval explain code.